Event description:
The hcp reported the patient presented with drainage of the device pocket and the lumbar region and meningeal signs and symptoms. A culture of the csf was positive for streptococcus and the patient was diagnosed with meningitis. The patient was treated with IV antibiotics and total device system explant. The meningitis resolved and there was no drug withdrawal. The patient had a risk factor of post-op wound or skin contamination.